Event description:
The initial rptr advised shiley that a pt with a bjork-shiley aortic heart valve was scheduled for surgery due to "severe blockage." Upon additional follow-up, the initial rptr confirmed that surgery had been done and the pt survived. The surgeon's nurse practitioner reported that "the valve did not fail. The valve was clotted".